Manufacturer narrative:
H6: health effect - impact code: 2199 - no health consequences or impact evaluation summary attached in german was translated to english.

Manufacturer narrative:
Evaluation protocol not yet completed.

Event description:
Use of the rotarex c/o. During the first pass the spiral breaks after a few seconds. For no apparent reason.